Event description:
It was reported the device was interrogated prior to implant. The interrogation revealed the device had the detections on,was pacing and several device alerts were triggered. As the device had delivered shocks, the manufacturer's technical services advised against implanting the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.